Event description:
It was reported that pericardial tamponade occurred. Procedure summary: vascular access was obtained via transfemoral approach. A large lotus introducer sheath was placed. A safari2 guidewire was positioned. Balloon valvuloplasty was performed with one inflation of a 18mm non-bsc balloon. A 25mm lotus edge valve was positioned to treat the native aortic valve. A 25mm lotus edge valve was advanced and one partial resheath was performed during positioning. During locking, the patient's pressure decreased due to a pericardial tamponade. The physician performed a pericardiocentesis to treat the pericardial tamponade. After the tamponade was solved, the 25mm lotus edge valve was able to be fully released. Grade 0 paravalvular leak was noted post implant with a mean aortic gradient of 7mm hg. The cause of the pericardial tamponade is unknown. The patient's status is stable.